Manufacturer narrative:
(B)(4). The complaint devices associated with this report have not been received for evaluation. The lenses remain implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. (B)(4).

Event description:
A surgeon states that several patients have reported seeing a dark shadow following intraocular lens implant surgery. Lenses remain implanted. Add'l info has been requested.